Manufacturer narrative:
(B)(4). Batch # unk. Month unknown. Only day ((B)(6)) and year (2018) known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colon resection procedure, the stapler partially cut and sutured. No adverse event reported. The device was replaced.